Manufacturer narrative:
E1.: phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side device rupture. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a.2., a.4., d.1., d.2a., d.2b., d.4., h.11.

Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA. And will be un-reported.

Manufacturer narrative:
Corrected data: d6a, d6b.

Event description:
Healthcare professional reported left side device rupture. Diagnosed via MRI the device has been explanted, discarded, and replaced.